Event description:
Edwards received notification from our affiliate in (B)(6). As reported, a patient underwent an implant of a 26mm sapien 3 valve, in the pulmonic position by jugular approach. The jugular approach was selected due to patient's anatomy and calcifications. A 26fr non-edwards sheath was used and pre-stenting was performed with a cp covered stent. The valve and delivery system were prepared and crimped as per IFU. During the deployment, the physician felt a ''lack of resistance'' while inflating. The valve was able to be deployed and expanded correctly. The balloon inflated completely, but during the balloon deflation, blood was seen inside the inflation device. No consequences for the patient. A basic inspection of the balloon was performed after the procedure and a little hole was observed near the nosecone. As per medical opinion, it was probably due to the stent positioned in pulmonic position as anatomy was not favorable.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned device was visually inspected, and the following was observed: delivery system returned in lock position. Fine adjustment 50% used. Flex indicator in straight position. Balloon leaked from a pin hole found in the distal part of the balloon. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint of balloon leak was confirmed by evaluation of the returned device. However, the complaint of interaction with non-edwards device was unable to be confirmed as no applicable imagery was provided. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. A review of the IFU and training manuals revealed no deficiencies. As reported, ''during the deployment, it was felt a 'lack of resistance' while inflating. The valve was deployed and expanded correctly, the balloon was inflated completely, but during the balloon deflation, blood was inside the inflation device. There were no withdrawal difficulties.'' Additionally, as per medical opinion, the event ''was probably due to the stent positioned in pulmonic position as anatomy was not favorable.'' As the anatomy was ''not favorable,'' tortuosity was likely present. It is possible that the guidewire was unable to be centered due to tortuosity and interacted with the walls of the pre-existing stent. If the guidewire is not centered within the pre-existing stent, there is potential for the inflation balloon to interact with it while tracking along the guidewire to the landing zone. Although a balloon leak occurred, it did not result in incomplete deployment of the valve. Additionally, successfully deflation of the balloon was achieved even in the presence of blood in the inflation device. It is possible that the balloon negatively interacted with the pre-existing stent, resulting in the balloon leakage noted during deflation. Available information suggests patient factors (pre-existing stent, tortuosity) and/or procedural factors (malpositioned guidewire) contributed to the reported event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment (pra) is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review.